Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and based on the information available the cause of the event could not be determined. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, an 18 mm amplatzer septal occluder (aso) was implanted in an atrial septal defect. On (B)(6) 2016, the patient began to vomit and felt dizzy, went to the emergency room and was held for observation. The following day, an echocardiogram confirmed a pericardial effusion and 100 cc of fluid was drained. The physician ordered methylprednisolone and antihistamines for the patient; the labs were normal. The patient is reported to be stable and is being monitored for suspected allergic reaction to the nickel in the aso. To aid in differential diagnosis, an aso was taped to the patient¿s arm for a period of time; however, the patient did not show any signs of an allergic reaction. Per report, the patient has responded well to the antihistamines with no further reaction of bleeding or pericardial effusion.